Manufacturer narrative:
(B)(4). One used lf1737 was received for evaluation and visual inspection found signs of use and there was significant tissue build up on the seal plate and within the blade slot. The device was functionally tested and the lever, trigger, rotation wheel, jaws, and knife functioned properly. Continuity test was performed and passed. Jaw gaps were tested prior to cleaning and failed(B)(4) feeler gage. After tissue testing, the device was cleaned and gap was rechecked and passed. The failure prior to cleaning is consistent with the level of tissue buildup previously mentioned. The device was plugged into a force triad generator and tested on simulated tissue and functioned as normal. The device was also tested on porcine kidney renal arteries of varying diameter before and after cleaning and in all cases functioned as normal. The investigation found the device to function normally and within specifications. The IFU states: keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces with a wet gauze pad as needed. Do not place the vessel and/or tissue in the jaw hinge. Place the vessel and/or tissue in the center of the jaws.

Event description:
The customer reported that during laparoscopic nissen thoracic procedure, while working gastric vessels, bleeding was noted from a 2mm sized vessel. The generator in use had provided end tones, indicating a complete seal cycle. The surgeon converted the procedure to an open procedure to control the bleeding using sutures and clips. The bleeding was described as less than 500cc's. The patient is reported as having recovered from the procedure.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.